Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the nurse had changed the settings on the insulin pump, and at night his glucose level was very high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.